Manufacturer narrative:
This product is available but has not been received as of the initial report (which has been indicated). Additional info will be submitted within 30 days of receipt. This product, is distributed outside the united states (us). However, it is similar to us distributed drug eluting stents.

Event description:
The physician attempted to implant a 4 cyphers, the first cypher (18 x 3.5) kinked along the proximal shaft and after removing it from the pt, the shaft separated. The second cypher (18 x 3.5) failed to cross the target lesion. The third cypher (18 x 3.0) failed to cross the lesion and then kinked along the proximal shaft. The fourth cypher (13 x 3.0) also failed to cross the lesion. Finally, he was able to implant 5 of the cypher 13 x 2.5. There was no injury to the pt. The target vessel, the right coronary artery, was a chronic total occlusion. A guiding catheter 6f and magnum guidewire were used. The lesion was pre-dilated with a 2.0 x 20mm, 2.5 x 20mm and 3.0 x 20mm balloons, at a maximum of 20 atmospheres for 60 seconds. The lesion was a de novo lesion. It was heavily calcified and tortuous. The length of the lesion was 34mm.